Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include branch vessel occlusion or obstruction. Corrected h.10 additional manufacturer narrative: from: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include stent graft: occlusion. To: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include branch vessel occlusion or obstruction.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2023 the patient underwent an endovascular treatment with 2- debranching to repair an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag-ac device). A ctag-ac device was deployed from zone 2, however, it was implanted more proximally than planned, and the proximal end of the ctag-ac device partially covered the brachiocephalic artery. Although there was no problem with blood flow of the brachiocephalic artery on angiography, a stent graft was implanted in the brachiocephalic artery as a precautionary measure. Final angiography showed a slight proximal type I endoleak, but it was not treated and being monitored. The patient tolerated the procedure. The physician reportedly stated as follows: because the proximal neck length was short (10-15 mm) and was highly calcified, arch replacement was considered, but due to persistent bleeding from colorectal cancer, it was decided that open surgery would be difficult. Although there was no problem with blood flow of the brachiocephalic artery on contrast, a stent graft was additionally implanted in the brachiocephalic artery as a precaution because a 2-debranching procedure was performed and the cerebral blood flow was only from the brachiocephalic artery.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include stent graft: occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g2, g3/g4, h1/h2.